Event description:
It was reported while using bd vacutainer® sst¿, red blood cells are attached to the wall of 25 tubes post centrifugation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received two photos for investigation. The customer photos show multiple tubes with residue red blood cells along the tube walls. Additionally, a total of 30 retained samples were visually inspected for defects, and all passed the inspection. Complaints for sample quality are under statistical control for the month of july 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: red cell hang up. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿, red blood cells are attached to the wall of 25 tubes post centrifugation. No adverse impact was reported regarding the patient or user.